Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204)/ (adjust belt messages) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was bent pins in belt connector. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable and check therapy electrode messages).